Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received no delivery alarms from his insulin pump during boluses. The customer's blood glucose level was 250 mg/dl. The customer was advised to call when the alarm occurs next so that troubleshooting can be performed. The product is not being returned. Nothing further was reported.